Event description:
Treatment of a large unruptured saccular aneurysm measuring 12mm x 6mm located in the right ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving two pipelines along with coils. Dual anti-platelet therapy was given. During the procedure, it was reported that one pipeline (4.25mm x 25mm) could not be released from the capture coil and it was removed from the patient. The other pipeline was implanted without issues. Post angiogram showed an eclipse and slow flow in the aneurysm. It was reported that the patient is doing great.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil and braids were found damaged and may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture.(B)(4).